Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed out of range impedances and noise that was oversensed and led to inappropriate mode switching. Attempts to obtain additional information were unsuccessful. The device remains in service. There were no adverse patient effects.